Manufacturer narrative:
The device is expected to return but has not been received. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Additional information - the system controller was not returned to the manufacturer for evaluation, as it was reportedly discarded by the hospital staff. The reported events associated with low voltage alarms, including instances of low speed and a pump stop, were confirmed based on the analysis of the data recorded in the log file, which was submitted for review. The reported event was associated with a low battery condition based on the supply voltage level. The log file additionally recorded multiple power cable disconnect alarms associated with power exchanges. The analysis could not determine a direct relationship between the reported system controller and the low voltage events based solely on the log file review. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2014 the patient heard an alarm from her power module and no values displayed on the screen. The patient was switched to battery power and the alarm resolved. On (B)(6) 2014, while the patient was connected to the power module, a continuous alarm occurred. The patient switched to battery power and the alarm resolved again. Review of the log file revealed a pump stop on (B)(6) 2014. The patient remained on battery power. The patient presented to the clinic on (B)(6) 2014. Review of pump parameters revealed instances of low speed and power cable disconnects. The system controller was exchanged and the patient was connected the power module. No alarms or decreases in speed were noted. Patient movements and manipulating the percutaneous lead did not reproduce any alarms or speed reductions. An abdominal x-ray was performed and was unremarkable. The patient was discharged and would be monitored for further alarms. No further events were reported.